Event description:
The initial report stated that prior to use on a pt in a radio frequency ablation procedure, the staff noticed that the pad around where the cable is attached was torn and something metallic was visible. It was described as looking "lead like". The torn part looked burned. The procedure was completed with another pad. There was no pt impact. During the initial investigation, it was discovered that the bare metal crimps were slightly extended out of the term cover.

Manufacturer narrative:
The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.